Event description:
It was reported that two radiofrequency programmer heads were returned, one worked intermittently and one did not show any lights at all. It was not able to be determined at the time of return which was which. The programmer heads were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the head would not interrogate and failed its uplink test as well as that its lower case was damaged.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).